Event description:
Report rec'd of catheter removal. Infection and possible kink or break. F/u with hcp revealed pt's spasticity was not relieved as expected and fluid was collecting over the spine. Hcp states that catheter may have been kinked or damaged around the spinal process. In 2002 the catheter was replaced. 4 days later the catheter was removed due to infection. The pt continues treatment with IV antibiotics. Plans include replacement of the catheter in october.